Event description:
It was reported a patient experienced a hernia coincident with peritoneal dialysis (pd) therapy on the homechoice. The location of the hernia was unknown. The patient is scheduled for a hernia repair (date unknown). No additional information is available.

Manufacturer narrative:
(B)(4).as the sample was not returned, a device analysis cannot be completed. Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review and device history review revealed no previous events related to the reported condition. The cause of the reported event could not be determined. If additional relevant information is received, a supplemental medwatch will be filed.